Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The shunt was blocked and couldn't flushed through the shunt was working well before but now it is blocked. The valve reservoir was felt to be depressed and could not refill. Proximal and distal catheter both can flush well but the shunt could not be flushed through. Surgeon has replaced it to medtronic strata shunt.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-8807 with lot ctcbvg, conformed to the specifications when released to stock on the 19th march 2015. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 3. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for about 25 hours. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was removed. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-8807, with lot ctcbvg, conformed to the specifications when released to stock in 19th march 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.